Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell, while the hp was connected. The hp thought that the supply bag was leaking. However, the hp was not able to determine the exact location of the leak. The technical service representative (tsr) had the hp cycle the power to clear the alarm. The hp was going to complete the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up it was reported that the patient had not connected the cassette to the supply bag tight enough causing the leak. No additional information is available at this time. This is a report of a patient who experienced a system error 2240 alarm due to the patient improperly securing a tight connection between the supply bag and cassette. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Step by step instructions are provided for connection of the solution bags. A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.